Event description:
It was reported that during an ipg replacement on (B)(6) 2025, the extension could not be taken out of the channel 1 of the ipg. As such, the physician had to cut the ipg's header and the end the screw block from channel 1 of the infinity could not be taken out over the end of the extension so it was left implanted.

Manufacturer narrative:
E1: reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.